Event description:
Patient developed infection 2 years 10 months after implantation of the dental implant fx5008swc in tooth location #31. Implant was removed on (B)(6) 2015 due to infection and pain. The condition of the patient is stable, but treatment is ongoing.